Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/ explanted. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was completed: the attachment was received disassembled. Disassembly was probably due to insufficient tightening during manufacturing. Tightening has, however, been done according to assembly instructions. Tightening procedure is currently based on alignment; procedure will be re-evaluated to be based on torque values instead. Device will be repaired and returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the saw attachment felt apart during the procedure. This is report 1 of 1 for complaint (B)(4).